Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient's implantable pulse generator (ipg) were explanted for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 21009249. UDI:(B)(4). Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 21009248. UDI:(B)(4).

Event description:
It was reported that patients implantable pulse generator (ipg) were explanted for unknown reason.